Event description:
It was reported that the surgeon inserted a cq2015a three piece collamer lens in 2008, and the lens was explanted in 2009, due to the patient complaining of vision problems. Additional information was requested, but not yet forthcoming. If any additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Evaluation results - (other) a lot order search was performed, and there were no similar complaints found.